Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject devices. This complaint is confirmed as the 2 complaint devices were received at customer quality (cq) broken. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as the 2 complained devices broke postoperatively. No new malfunctions were identified as a result of the investigation. A visual inspection under 5x magnification and drawing review were performed as part of this investigation. Two broken screws were received at cq. One returned screw is just a screw head and portion of the threaded shaft. The distal portion of the shaft was not returned. The other screw has a threaded shaft that is almost entirely in tact but a portion of the head is broken/missing. The exact part #'s cannot be determined but visual inspection of features and dimensional inspections (calipers) with reference to 02_211_008 determined that the screws are of the 2.7mm variable angle locking screws family. Tabulated screw drawing for the family of 2.7mm variable angle locking screws was reviewed during this investigation. No product design issues or discrepancies were observed. A definitive root cause could not be determined. Most likely due to early excessive mobilization prior to sufficient bone healing. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. The following were returned as concomitant devices without an alleged complaint condition. Upon visual inspection there is no evidence that these devices contributed to the complaint condition, and therefore no additional investigation will be performed on these devices. 2.4/2.7mm variable angle ¿locking compression plate (item #02.211.234, lot # unknown, and two intact screws. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date of implant is not known; distal portion of device remains in patient and is not considered explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Date of implant for concomitant devices is unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient had original surgery on unknown date to implant one (1) 2.4/2.7mm variable angled ¿locking compression plate and 6 locking screws at the first metatarsal bone of the right foot due to arthritis. Patient presented on unknown date with pain and a non-union. X-rays taken on unknown date revealed that patient had two (2) broken screws. Patient was returned to surgery on (B)(6) 2017 for removal of the original plate and locking screws. During removal procedure, the distal portions of the two (2) broken locking screws were left in the patient¿s first metatarsal bone. All other implants were removed with no issues. Patient was revised to new 7mm variable angle¿locking compression plate and six (6) locking screws. Surgery was completed successfully with no delay. Patient is reported in stable condition. Concomitant medical products: 2.4/2.7mm variable angled ¿locking compression plate (part 02.211.234, lot unknown, quantity 1); locking screw (part number unknown, lot number unknown, quantity 4). This report is for two (2) locking screws. This is report 1 of 1 for (B)(4).